Manufacturer narrative:
A sample product was not returned for analysis. The lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other similar complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a lens that was implanted 4.5 years ago has become a shade of violet. He sees this color change when he looks at the lens through his slit lamp. The fellow eye implant of same material has the expected golden reflection. There is no impact to the patient. There is no reported vision change from the patient's perspective.

Manufacturer narrative:
The product was not returned. A slit lamp photo was provided that appears to show a violet reflection from the iol. The photo was provided to customer technical affairs. There have been no previous complaints, which have indicated a slit lamp view of a violet reflection from an iol. The product investigation could not identify a root cause. A slit lamp photo was provided that appears to show a violet reflection from the iol. A determination of possible causes for the observed phenomena cannot be derived from the provided photo. The manufacturer internal reference number is: (B)(4).